Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bi-polar to unipolar. Technical services (ts) reviewed the data and there was also loss of capture at max outputs for both leads. Rv thresholds measured 0.8@0.4mv. Additionally, there was two stored signal artifact monitor (sam) episodes in which there was noise consistent with fracture and pacing impedances measured greater than 3,000 ohms as the time of the events. Ts recommended to discuss with the physician as the patient may need possible lead revision. At this time, the leads remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was explanted and replaced. Additionally, it was noted that the right atrial (ra) lead was infected therefore, the lead was also explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was explanted and replaced. Additionally, it was noted that the right atrial (ra) lead was infected therefore, the lead was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 283mm from the terminal end. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bi-polar to unipolar. Technical services (ts) reviewed the data and there was also loss of capture at max outputs for both leads. Rv thresholds measured 0.8@0.4mv. Additionally, there was two stored signal artifact monitor (sam) episodes in which there was noise consistent with fracture and pacing impedances measured greater than 3,000 ohms as the time of the events. Ts recommended to discuss with the physician as the patient may need possible lead revision. At this time, the leads remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was explanted and replaced. Additionally, it was noted that the right atrial (ra) lead was infected therefore, the lead was also explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bi-polar to unipolar. Technical services (ts) reviewed the data and there was also loss of capture at max outputs for both leads. Rv thresholds measured 0.8@0.4mv. Additionally, there was two stored signal artifact monitor (sam) episodes in which there was noise consistent with fracture and pacing impedances measured greater than 3,000 ohms as the time of the events. Ts recommended to discuss with the physician as the patient may need possible lead revision. At this time, the leads remain in service. No adverse patient effects were reported.